Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked battery tube threads. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing high blood glucose. The customer stated that the amount on insulin being requested is not the amount of insulin exiting, and the device us under delivering insulin. The blood glucose reading was 307mg/dl. The caller experienced increased urination, light headedness, and headache. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The caller stated that she took 15.0 units before bedtime and she still woke up with high blood glucose. Reviewed the programming, and the bolus history matched with the daily totals. The customer mentioned that the device was exposed to a high magnetic field while going through a full body scanner at the airport. The displacement test was performed and passed. No further information was provided.